Event description:
The physician was attempting to deploy a 2.5mm diameter x 14mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. However, it was reported that the balloon did not inflate and fluid was leaking from the guidewire entry port, as consequence, the stent could not be deployed. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The distal shaft was torn distally from the guide wire entry port approximately 12mm along the shaft. Negative purge failed due to the tear on the distal shaft. On pressurization of the device water was seen leaking from the tear site on the distal shaft.

Manufacturer narrative:
Evaluation results and conclusion: (vessel/lesion morphology coupled with the advancement and/or retraction of the device). (B)(4).